Event description:
After treatment in the nasolabial folds with juvederm ultra, the patient observed delayed symptoms of a cyst-like bump that soon burst creating redness, swelling, and pain; possibly an infection. Follow up with the treating physician noted that the physician feels that there is no complaint against juvederm, and the physician diagnosed the symptoms as an abscess that is not related to the juvederm treatment. The patient was prescribed antibiotics by the patient's primary physician. Additional information received and forwarded by the initial injecting physician noted that the patient had gone to another physician who has experience with dermal fillers in another country. This physician's impression is that this is most likely related to the injection of the filler. The options on cause are: delayed hypersensitivity, allergic reaction or atypical acid-fact bacterial infection. The patient now has a scar at the reaction site. Culturing was done and showed no spreading of bacteria, and a biopsy was performed showing inflammation in the area.

Manufacturer narrative:
Medwatch sent to FDA on 02/05/2008. Device evaluation summary below: the documentary research in the batch file shows that no element could explain this reaction: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden, sterility test, sterilization cycle) are registered as conforming to the specifications. In conclusion, as all the analysis results of the batch are conforming.